Event description:
It was reported that the insulin gauge was inaccurate, due to customer not removing any residual air from the cartridge. It was also reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 200 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.